Event description:
Revision surgery - the patient pushed off getting out of a chair a few weeks after surgery and dislocated their prosthesis.

Manufacturer narrative:
The reason for this revision surgery was the result of a patient shoulder dislocation after 2.4 months of patient use. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to (B)(4) surgical for examination. A review of the device history records showed no non-conforming material reports associated with the main component listed in the complaint. A review of the product complaint report history showed there have been (B)(4) prior complaints against this part number. Summary of investigations: (B)(4) for dislocation, (B)(4)for trauma, (B)(4) for instability, (B)(4) for infection, and others not associated with product issues. This is the first complaint from this lot. The root cause was reported as the patient was pushing off to get out of a chair when the dislocation occurred. There are no indications of a product or process issue affecting implant safety or effectiveness.